Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery. A 24mm x 2.50mm promus premier¿ stent was advanced to the lesion but difficulty was encountered so a non bsc guide catheter extension was used. However, the stent came in contact with the shaft of the guide catheter extension and the device was not able to cross the lesion. The device was removed and checked outside the patient. It was noted that the edge of the stent was lifted. Another 24mm x 2.75mm promus premier¿ stent was advanced but was also unable to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A microscopic examination found that the tip of the device was flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The tip outer diameter (od) was measured and is within specification. The stent was damaged at its distal end. The struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery. A 24mm x 2.50mm promus premier¿ stent was advanced to the lesion but difficulty was encountered so a non bsc guide catheter extension was used. However, the stent came in contact with the shaft of the guide catheter extension and the device was not able to cross the lesion. The device was removed and checked outside the patient. It was noted that the edge of the stent was lifted. Another 24mm x 2.75mm promus premier¿ stent was advanced but was also unable to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient¿s status was good.